Event description:
It was reported pt felt no stimulation sensation with her newly implanted interstim device. Pt's daughter indicated the lightening bolt was in the top left corner, but the setting was 0.00 and had not increased when the "+" key was pressed. Troubleshooting was done and the pt's daughter was able to increase stimulation from 0.00 to 0.80. Pt felt stimulation at this setting. It was later reported pt visited her doctor regarding the event and had surgery to fix the problem on (B)(6) 2010. Pt was no longer having problems with the sys. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).